Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/15/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received in unopened pouches of the original packaging. Visual examination of the pouches showed that both the inner and the outer packaging were intact. No abnormalities were observed on the returned daisy wheel (lens case) and the intraocular lens (iol) was placed in its expected location. The pouches were opened and the returned sample was inspected using a 12x microscope magnification. No abnormalities were found on the returned lens but there was a scratch found on the outer surface of the returned lens case. The scratch was located at a non-critical area and deemed acceptable. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was noticed on an intraocular lens (iol) upon opening the lens case. No patient contact was reported. No further information was provided.